Event description:
A customer reported that telemetry patient data was not being displayed on two central stations. This is the first of two reports. No patient injury was reported.

Manufacturer narrative:
The customer spoke to a field engineer and determined that the clinical decision unit (cdu) care unit network connection was down. The customer was asked to restart the network switch, correcting the reported problem.